Event description:
Customer service in the (B)(6) was contacted by medtronic and advised that a user of one of their pumps had died. The death is considered a possible suicide. Paramedics advised that the customer's blood glucose was very low upon their arrival, but no other details were available. The pump results were downloaded and show poor insulin control. Bayer was approached by a third party representing (B)(6) in order to download the contour link meter results. No other info is known at this time. The contour link meter and test strips (if available) are to be returned to the us for eval.